Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report capturing previous driveline fault alarms in apr 2022: 2916596-2022-10353.

Event description:
It was reported that log file review captured multiple driveline fault alarms. According to the phase data the green wire phase 1 could possibly be broken. It was noted that the patient had a history of driveline fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed persistent driveline fault alarms. A specific cause for this finding could not be conclusively determined through this evaluation. Based on previous complaint history, the observed events appear to be consistent with potential driveline wire compromise; however, no product is available for evaluation. The submitted log files contained data from (B)(6) 2022 through (B)(6) 2022 and (B)(6) 2022 through (B)(6) 2022. The log files captured persistent, silenced driveline fault alarms with corresponding with yellow wrench advisory alarms. Pump function was not interrupted, and no other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-19935, and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for vad-19935 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2017. No further information was provided. The manufacturer is closing the file on this event.